Event description:
It was reported that patient experienced ineffective therapy. Patient admitted to being an avid horse rider and reported occasional falls. Surgical intervention was undertaken wherein the leads were explanted. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 7079463. Common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch:7073046.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Patient admitted to being an avid horse rider and reported occasional falls. Surgical intervention was undertaken wherein the lead were explanted. The investigation was unable to determine the lead that was associated with the issue.